Event description:
The account's clinical specialist reported an incident involving a pt who was in the intensive care unit. An umbilical line was in place. Channel a and c were infusing tpn/lipids and fentanyl at unknown rates. Channel b was infusing dopamine with a concentration of 59.1mg/100cc of d5w. The dopamine was "decreased to 3mcg/kg/hr at 2:25pm". At 2:29pm the pt's mean blood pressure increased suddenly to 98 mmhg. The dopamine was stopped immediately. The nurses monitored the pt's blood pressure. No pt injury or need for medical intervention was reported. The pump was removed from service and the dopamine, tpn/lipids, and fentanyl were restarted on another pump at 2:47 pm. The dopamine was resumed at 3mcg/kg/hr. The nurse and nurse practitioner reported to the clinical specialist that they were worried channel b has overinfused causing the increase in blood pressure. The clinical specialist did not have info regarding the pt's mean arterial blood pressure before the incident, the initial rate of dopamine, or amount of dopamine that possibly overinfused.